Manufacturer narrative:
The manufacturer was notified of a voluntary field safety notice/recall related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received reports alleging that the patient experienced being lightheaded, dizzy, and having a foggy memory after using the device. The manufacturer's investigation is ongoing. Upon completion of the investigation, if any additional information is received a follow-up report will be filed. Adverse event/product problem was updated form "both" to product problem and outcomes attributed to ae was updated from "serious injury" to none.

Event description:
The manufacturer was notified of a voluntary field safety notice/recall related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received reports alleging that the patient experienced being lightheaded, dizzy, and having a foggy memory after using the device. The manufacturer's investigation is ongoing. Upon completion of the investigation, if any additional information is received a follow-up report will be filed.